Event description:
It was reported that the battery was leaking out the back of the blood parameter monitor (bpm). The unit was not changed out because they did not have a backup unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.